Event description:
The user facility reported a 60-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump began to experience high purge pressure during patient support. Tissue plasminogen activator was run through the purge to manage the noted issue. Support was maintained with the implanted pump. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was submitted. The device was not returned for investigation. It was reported that the impella 5.5 pump began to experience high purge pressure during patient support. The data logs confirm high purge pressure alarms and show a gradual buildup in biomaterial. The root cause of the high purge pressure was most likely biomaterial buildup.